Event description:
It was reported that one of the patients leads had migrated a few contacts. The patient underwent a revision procedure wherein the right lead was replaced due to it being unable to disconnect to the click anchor. The patient was doing well postoperatively. The explanted lead and anchor were discarded.